Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-17565, 17566, 17567. The pt has 2 scs systems. It is unk whether the issue is related to one scs ipg or both; therefore, both ipgs and charging systems are being reported. It was reported the pt was experiencing heating while charging with at least one of her scs ipgs. Subsequently, the pt received a low energy replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events on other non-reported events was expected.